Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-01333; 2134265-2014-01332. (B)(4) clinical study. It was reported that vessel dissection occurred. On (B)(6) 2012, the patient presented due to silent ischemia and was referred for cardiac catheterization. Subsequently, the index procedure was performed. Target lesion #1 was a de-novo lesion located in the proximal right coronary artery (rca) with 70% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated with direct stent placement using a 3.50 mm x 12 mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de-novo lesion located in the distal rca with 80% stenosis and was 35 mm long with a reference vessel diameter of 3.0 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 38 mm ion stent. Following post dilatation, residual stenosis was 0%. . Target lesion #3 was a de-novo lesion located in the mid rca (cass site #2) with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.50 mm x 24 mm ion stent. Following post dilatation, residual stenosis was 0%. Target lesion #4 was a de-novo long lesion located in the 1st right posterolateral (rpl) extending to distal rca with 90% stenosis and was 30 mm long with a reference vessel diameter of 2.75 mm. Target lesion #4 was treated with direct stent placement using a 2.75 mm x 32 mm ionstent. Following post dilatation, residual stenosis was 0%. However, following post deployment of the study stents (3.00 mm x 38 mm, 3.50 mm x 24 mm and 2.75 mm x 32 mm ion stents) in rca, small age dissection at the tip was observed. The physician treated the event with placement of 3.5 mm x 12 mm ion stent to cover the dissection. One day post procedure, the patient was discharged on aspirin and clopidogrel.